Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing of the ventricular signal on the atrial channel. Technical services (ts) examined the presenting electrogram (egm) and found stored atrial tachy response (atr) due to inappropriate mode switch from the far-field oversensing. It was also determined that there was atrial under-sensing. Ts discussed changing the right atrial (ra) lead sensitivity. It was noted that reprogramming will be done at next appointment. No adverse patient effects were reported. Currently, this ICD remains in service.